Event description:
Reporter states customer reportedly received result of around 400 mg/dl on the advantage system and 90 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.